Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device successfully fired. However, there was malformed staple after the firing. It was also noted that there was an incomplete staple line at the distal end. The device also locked on tissue and reload broke off and malformed staples fell into patient's cavity. Surgeon used another reload to resolve the issue.